Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had bolus wizard complaint. Customer stated that the bolus wizard was estimating too much insulin. Troubleshooting was done. Customer's blood glucose was 205 mg/dl. The insulin pump did not make correct calculation. Advised the customer that the insulin pump would be replaced. Bolus wizard did not seem to take active insulin into account when calculating bolus estimate. Customer declined replacement stated she will monitor the insulin pump. Customer's blood glucose at the end of the call was 166 mg/dl. No further information provided.